Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the up and down buttons the infusion device were damaged and not fully functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.